Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to increasing curvature and the cylinders had migrated and crossed over. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.